Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap anterior resection procedure, when firing the ec60a(recycled) using gst60d, the gun locked out on the 4th squeeze. Surgeon tried to reverse the blade fully by going through the procedure of pressing down the red knife reverse switch, and firing the gun (no click sound was heard). The arrow indicated that the knife towards user but could not open the jaw. Proceed to inspect the knife position using a laparascope and noticed it has not return fully to origin. Surgeon used a wound protector to allow a forcep to be put trough to move the knife blade back to origin. After a few tries, he managed to move the knife blade to origin and open the jaw of ec60a. Proceed to open a new psee60a and gst60d to conclude the case. Patient is in stable condition. The surgery was delayed 10 minutes. Action was taken to move the knife blade to origin open jaw, the procedure was successfully completed.